Event description:
It was reported that during a scheduled filter retrieval, angiography demonstrated that an arm had detached from the filter and was free floating in the cava at the same level of the filter. The detached arm and the filter were successfully removed with a snare. There was no report of injury to the patient. The filter had an indwell time of 150 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. To date, the device has been retained by the user facility; therefore, not available for evaluation. The event investigation is currently underway.